Event description:
The customer contact reported a leak of a chemotherapeutic agent. Reportedly, '' the nurse on the unit reported leaking at both injection ports during chemo infusion". Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The customer indicated that the device was discarded. The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information.